Manufacturer narrative:
The ICD was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complained. All manufacturing steps had been carried out correctly. In a first analysis step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage temporarily dropped below the eri threshold. This lead to the eri detection and, subsequently, to a notification by the home monitoring to ensure patient safety. In addition, there was a discrepancy between the drawn charge and the measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was still sufficiently charged. But a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short circuit was detected. This internal short circuit enabled an increased battery internal self discharge. In summary, the ICD had been implanted for about 45 months. During the analysis, the clinical observation resulted from an increased battery internal self discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.

Event description:
It was reported that the device shows the eri status via home monitoring.